Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic handpiece exhibited low infusion and was overheating during surgery resulting in a delay to the procedure. There was no report of any patient harm. Additional information has been requested. Additional information received confirmed that the surgery was completed while using the reported handpiece.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual non-conformity. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece which found the handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the phaco handpiece was found to meet specifications. The phaco handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).